Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation it was noted that it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code ns5035 with lot 123246 conformed to the specifications when released to stock in 22nd july 2011. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
The valve has stopped functioning. No further details. Further information has been requested to the hospital. The incident has been reported to the ansm.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 140mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated for about 25 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve could not be flushed due to the damaged silicone housing. The valve could not be tested for pressure, reflux or leaks, due to the damaged silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns5034, with lot 123246, conformed to the specifications when released to stock in 22nd july 2011. The root cause for the damaged silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing. As noted in the IFU silicone has a low tear/cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause of the programming problem is due to biological debris found on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.